Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3389-40, lot# j0527338v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3389-40, lot# j0455334v, implanted: (B)(6) 2005, product type: lead. Product ID: 7438, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The reporter initially stated that the therapy was turned off ¿several years ago,¿ but later stated that they tried programming for ¿several years¿ and could not find a setting that would provide relief. Thus, the implant was turned off. The reporter wanted to get another programmer so that the device status could be checked, because during a doctor¿s appointment, the implant was on. Five days later it was reported that the patient had an unusual form of parkinson¿s disease. The patient never responded to the therapy. The implant just turned on from an unidentified magnetic source in the environment. There were no side effects.